Event description:
User reported false positive result. Negative on alternative home test 24h after, naat 48h after.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). User report to FDA: mw5106307. Date of event is approximate, actual date not specified in report received.